Manufacturer narrative:
Summary of evaluation: the information provided and the examination results suggest that this event is not device related but rather is associated with intra-operative cement procedures and abnormal transverse loading on the patellar component.

Event description:
The pegs sheared off the patella. It was reported that the pt was bending over when this incident occurred. A revision surgery was conducted to replace the patella.